Event description:
On (B)(6) 2010, pt reported he noticed the down button on his infusion device is no longer responding consistently. Pt stated he noticed the issue on (B)(6) 2010, while attempting to bolus. Pt reported the button does respond, but erratically. Pt stated the button pops back out when pressed and released. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.